Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and triggered a lead integrity alert (lia) for sensing integrity counter (sic) and rv pacing impedance variation. In addition, a pacing impedance spike was noted in the lead trend. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.